Event description:
On (B)(6) 2009, the pt reported that both the up and down buttons of her infusion device are working intermittently. She noticed the issue 2 weeks ago while attempting to bolus. The pump has not been dropped or exposed to water. She stated that the infusion device has fallen out of her pocket. No physiological effects were reported. She was assisted with switching to her backup infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.